Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the device's power pcb, battery wire harness assembly and battery pins. Additional, unrelated, repairs were also completed. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, physio-control has determined that it's reasonable to conclude that the likely cause of the reported power issues was excessive wear on connectors p11/j11 on the battery wire harness assembly and the power pcb assembly. Excessive wear can cause increased resistance at the connector contacts which results in an excessive voltage drop at the contacts when certain high current usage device functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off by itself. There were no reports of patient use associated with the reported event.